Event description:
It has been reported that device speakers are not functioning properly.

Manufacturer narrative:
Previously reported on (B)(4) with MDR 3030677-2022-05113. Device investigation is pending the return of the device. Device investigation will take place on (B)(4).

Manufacturer narrative:
Device has not been returned for investigation. Confirmation of user allegation of a potential issue has been observed.